Manufacturer narrative:
The device was not returned to the manufacturer. No further action regarding this device is planned at this time.

Event description:
The user reported that at the beginning of a colonoscopy, the displayed images from each camera were not in the correct order (left, center, right) on the monitor. Instead the display was left, right, center. The problem was corrected via a reboot and the case was concluded without any adverse patient consequences.